Event description:
It was reported to philips that the system was not switching on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. The customer was performing coronary procedure, and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not switching on. A review of the system logfile confirmed the malfunctioning of the flex vision pc. Upon functional testing, the fse found that the flex vision pc was not turning on. The defective flex vision pc was returned for analysis, and it confirmed power supply failure. To resolve the reported issue, the fse replaced the flex vision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.